Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.5 centimeters in size and located in the right middle lobe very close to the pleura. A radial endobronchial ultrasound probe was used to localize the lesion. The procedure was completed as planned with no delays. The patient was discharged home right after the procedure. After 24 hours, the patient presented to the emergency room with shortness of breath. A chest x-ray detected a pneumothorax, and a chest tube was placed to resolve it. The pneumothorax resolved within 48 hours, so the chest tube was discontinued and the patient was sent home. The physician reported that the pneumothorax was procedure-related and not due to an ion malfunction.